Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer¿s nurse reported blood glucose was high took a show, changed the infusion set and the blood glucose was still high. The blood glucose value at the time of admission 772 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The customer declined. The insulin pump will not be returned for analysis.